Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It had been confirmed that the batteries were brand new. The batteries had been removed and reinserted, and the pump had been restarted. The display had read ¿run res vol 53.9 ml,¿ but it had quickly alarmed ¿battery depleted¿ again. The batteries had been removed, but the pump had continued to alarm, so the batteries had been reinserted, and the pump had been powered off. The patient¿s tubing had been clamped, and the caller had been advised to contact the patient¿s cancer center immediately for further instructions. The settings had been reviewed and verified during a previous call (res vol 53.9 ml, continuous rate 3 ml/hr, given 82.8 ml). The patient had not been affected. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.